Event description:
Tpn tubing was leaking from filter. Tpn bag was wasted. No tpn bag available so patient was taken to hospital, patient¿s caregiver spiked tpn bag and stated ¿it leaked all over¿. Caregiver would not use any mode of tubing because she did not feel safe doing so. Took child to hospital. Child sent home less than 24 hours later. Different tubing sent out. (B)(4).